Event description:
The customer went to the doctor because they were concerned the device was incorrect. The customers blood glucose was taken and on the customers device the result was 140mg/dl on the doctors device the result was 222mg/dl. The customer stated they had previously been taken to the emergency room because their device gave a result of 385mg/dl at the hospital they received a result of 140mg/dl. No treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.